Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed self-test. Customer's blood glucose at time of incident was unknown. The customer was advised to return the pump and it will be replaced.

Manufacturer narrative:
The insulin pump had no unexpected off no power anomalies or reset anomalies noted during testing. The insulin pump alarmed during self-test and slight high idle current due to faulty connector on radio frequency board noted. The insulin pump passed unexpected error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and off no power test. The operating currents were in specification. The insulin pump had a cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.